Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed two broken sharp in the same edge assessed as unidentified (tear) opening (shell thickness was within specification). Inflammation/irritation: unable to confirm as it is a medical event not related to the device. Additional observations: crease fold observed in the device. Wear abrasion observed in the device. Brown particles observed in the device. No further actions are required as the device was implanted.

Event description:
Patient reported "unusual pain, tingling, swelling, numbness, or burning of the breast" side not specific. This file is for the left side. No treatment was reported and device remains implanted. Healthcare professional reported left side "exchange with no complaint against the device." Healthcare professional later reported left side "rupture." Device has been explanted and replaced.

Event description:
Patient reported "unusual pain, tingling, swelling, numbness, or burning of the breast" side not specific. This file is for the left side. No treatment was reported and device remains implanted. Healthcare professional reported left side "exchange with no complaint against the device." Healthcare professional later reported left side "rupture." Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Visual analysis of the photographs identified: inflammation irritation: unable to observe as it is a medical event that is not related to the device. Rupture : observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided.